Event description:
Complainant alleged that during biomed testing, the device's pacer setting resets to zero when attempting to adjust the pacer current. Complainant indicated that there was no pt involvement in the reported malfunction.